Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced syncope and presented in clinic. The patient was lost to follow up. Upon attempted interrogation, the pulse generator exhibited wireless communication anomaly and loss of output. On (B)(6) 2016, the device was explanted and replaced. The patient was in stable condition.